Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: legal claim alleges that the patient was scheduled for revision surgery on (B)(6) 2010. The reason for revision is unknown. Doi: (B)(6) 2008. Update (B)(4) 2011 - litigation papers received. They allege that doi was (B)(6) 2008 and that the reason for revision on (B)(6) 2010 was that patient experienced significant pain, popping and squeaking in his hip, unsettling movement in his hip, and elevated levels of cobalt and chromium. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim alleges that the pt was scheduled for revision surgery on (B)(6) 2010. The reason for revision is unk. Update: (B)(6) 2011 - litigation papers received. They allege that doi was on (B)(6) 2008 and that the reason for revision on (B)(6) 2010 was that pt experienced significant pain, popping and squeaking in his hip, unsettling movement in his hip, and elevated levels of cobalt and chromium.